Event description:
It was reported that a foreign body, presumed to be tape from the camera drape, was retained in the patient. Intervention was required to remove the retained foreign body from the patient. No patient injury or infection resulting from the retained foreign body was reported.

Event description:
It was reported that a foreign body, presumed to be tape from the camera drape, was retained in the patient. Intervention was required to remove the retained foreign body from the patient. No patient injury or infection resulting from the retained foreign body was reported.